Event description:
It was reported that the patient was implanted with an implantable pulse generator (ipg) system. The patient was enrolled in the (B)(6). The study attempted to contact the patient for one year follow up and was notified by the family that the patient was deceased. No information regarding patient death was provided. Therefore, it is unknown if the death was related to the ipg system.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The date of death and date of event provided in section b is an estimate; the exact date is unknown. (B)(4).